Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2366-70, serial #: (B)(4), description: linear 3-6 lead, 70cm. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had an infection at the battery site. Symptom was swelling on the battery site which had a ball of fluid forms that burst. It was believed that the infection was procedure related and the patient was prescribed with antibiotics. The patient underwent an explant procedure. No device malfunction was suspected. The patient was doing well postoperatively.